Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. S/w version = 4.11d. Retainer ring = black. Case type = ngp. On 22-nov-2022, the customer alleged for short battery life. Pump was received with partially detached battery cap contact due to missing heat stake. Pump passed the displacement test, active current test, and self-test but failed the sleep current test, problem isolated to the pcba 2. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was abnormal and was not within spec range. In further full review in the pump history found multiple alarms on the event date of 22-nov-2022 and a week prior: low battery alarms on 11/15/2022 10:05:00.000 to 11/21/2022 23:04:00.000. Replace battery alert on 11/15/2022 14:25:00.000 to 11/22/2022 03:03:00.000. Replace battery now alarm on 11/20/2022 09:03:00.000 to 11/20/2022 09:13:00.000. Power loss alarm from 11/20/2022 10:10:06.000. Failed batt/battery failed alarm on 11/22/2022 03:09:20.000. No unexpected battery alarms/alerts during testing. Swapping out test boards confirms failed sleep current measurement, problem isolated to pcba 2. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Pump passed all other required testing but failed the sleep current test. Unexpected battery power loss and charge/battery lasts less than expected were confirmed due to high sleep current , problem isolated to the pcba 2. Moisture damage was confirmed on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been corrected and provided in h10 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump batteries were lasting only 3 days. Troubleshooting was performed and the customer received low battery alert, but time within low battery and replace battery alerts is less than 5 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.